Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime alarm or excessive no delivery alarm noted. The drive support disk was inspected and no anomaly was noted. All operating currents are within the specifications no unexpected low battery, off no power or battery indicator anomaly noted. The insulin pump was received with cracked reservoir tube lip, missing segments/horizontal clear line on lcd glass due to cracked zebra connector on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery. The customer's mother stated they changed sites out several times and insulin will not deliver. The customer's blood glucose was 289mg/dl, treated with syringe. Unable to completed troubleshooting, due to customer's mother not having insulin pump with her at the time. In addition, a low battery troubleshooting was conducted and unable to complete due to the pump alarming. The customer's mother was advised the insulin pump will be replaced and revert to back up plan.